Manufacturer narrative:
Manufacturer's investigation conclusion: incidental findings: the patient cable connector was slightly separated from the mold; the mpu housing was cracked. The reported event of power cable disconnect and low voltage alarms while connected to the mobile power unit (mpu) was confirmed via the submitted log files and evaluation of the returned mpu. The submitted controller event log file contained data spanning 7 days (03may2024-10may2024 per the timestamp). The log file captured intermittent power cable disconnect and low voltage hazard alarms due to the rsoc voltage on both power cables dropping to approximately 0v while connected to the mpu on (B)(6) 2024 from 12:07:23 to 19:25:12. No other notable alarms were active in the log file. The pump maintained a speed within the expected range throughout the log file. The mpu (serial number: (B)(6)) was returned to service depot and the reported event was reproduced when testing the mpu on a mock circulatory loop. The patient cable was replaced, and the issue resolved. The mpu was forwarded to product performance engineering (ppe) for further analysis. The returned mpu (with the original patient cable installed) was connected to a test system controller and mock circulatory loop; low voltage hazard and power cable disconnect alarms on both power cables activated immediately. The pump maintained a speed within the expected range without issue. Evaluation of the mpu patient cable revealed that the grey relative state of charge (rsoc) wire was severed near the power cable connector; this would result in the observed alarms due to a loss of rsoc voltage. No other issues with the underlying wires were observed. The reported event was determined to be due to the rsoc wire being broken; however, the root cause of the broken wire could not be conclusively determined through this analysis. Device history records were reviewed and showed no deviations from manufacturing or qa specifications. Heartmate 3 patient handbook under section 5 ¿alarms and troubleshooting¿ and heartmate 3 instructions for use (IFU) under section 7 ¿alarms and troubleshooting¿ cover all alarms (visual and audible), including the no external power alarm conditions, and the actions to take if the alarms cannot be resolved. Furthermore, the subsection ¿what not to do: driveline and cables¿ informs the user to check the system controller power cables for twisting, kinking, or bending which could cause damage to the wires inside. This section informs the user not to ¿twist, kink, or sharply bend the mobile power unit patient cable¿ and states ¿if the driveline or cables become twisted, kinked, or bent, carefully unravel and straighten¿. Heartmate 3 patient handbook section 6 "caring for the equipment" and heartmate 3 instructions for use (IFU) section 8 "equipment storage and care" describe how to care for and clean all equipment. Heartmate 3 patient handbook section 10 and heartmate 3 instructions for use (IFU) section f, both entitled ¿safety checklists¿, provide checklists to assist the patient in performing routine maintenance of the heartmate 3 lvad. This section also informs the user to replace any equipment or system component that appears damaged or worn. Heartmate 3 patient handbook cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
The issue resolved with the mpu exchange.

Event description:
It was reported that the patient was getting power disconnect alarms when switching to the mobile power unit (mpu). The patient was seen in clinic the next day to have the mpu power cables inspected. In clinic, the mpu powered up as expected with the green light illuminated. Several power cable disconnect alarms were seen in the log file history on (B)(6)2024. Troubleshooting was performed by connecting the backup controller and it appeared to be charging it as expected. When the patient was connected to the mpu in clinic, the power cable disconnect alarms were triggered. The patient first moved over the black power cable which triggered the alarm and the patient went back to alternating current (ac) power on the clinic heartmate cart. When connecting the white power cable to the mpu, the power cable disconnect alarm was triggered again. Due to both the white and black cables triggering the alarm, it was decided to replace the mpu. The event log file captured some odd strings of power cable disconnects on both the white and black cables while connected to the mpu on (B)(6)2024.

Manufacturer narrative:
Section a: patient date of birth and weight not yet provided. Information was requested. Section d4: manufacture date (h4) cannot be determined. The primary UDI number in d4 is reflective of all available information. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.